Event description:
Customer reported unit would not boot up and kept alarming. There was also a joystick error. No patient injury was reported.

Manufacturer narrative:
The service rep retaped the autotransformer to better suit the power in the surgery suite. He also checked the unit in several rooms. The rep realigned and tightened the joystick handle. No patient injury was reported.